Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. He experienced severe stomach pain, dizziness, thirst and trouble urinating. Customer turned to the back up plan; insulin injections. Blood glucose at the time of the admission was 489 mg/dl; current value is 110 mg/dl. It was stated that the insulin pump was alarming no delivery and that lead to the incident. He was treated with insulin drip. It was stated the drive support cap is recessed. The tubing has two pen point air bubbles. Customer was able to rewind and perform manual prime. No insulin leak noted. Time, date, basal rates and bolus wizard are set up correctly. No delivery and low reservoir alarms found in the history. It was stated the cannula was straight when removing the infusion set and the insulin was not expired. Troubleshoot was not completed as customer was unable to since he had already removed the infusion set. Customer was advised to get in contact if issue persists. Nothing further reported.